Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced vision became blurry and doubled. The surgeon had told that, iol was in the capsular bag, but the capsular bag was flapping in the breeze, so to speak, falling back from its position behind the iris as the patient blinked. The surgeon diagnosed it as dislocated lens bag complex. The bag appears to have little to no fibrosis, and this is what we call a dead bag. The eye had some anterior vitreous about the lens bag complex. The surgeon did explant the iol, pars plana vitrectomy, intrascleral haptic fixation, limbal relaxing incisions during secondary procedure. In the surgeon¿s opinion, the product did not cause or contributed to the event. It was indicated that there was no support. There was no patient harm. Patient¿s issue has been resolved. Surgeon¿s prognosis is excellent.